Manufacturer narrative:
Executive summary: a spike of unknown origin was visible in the ECG trace, shortly after the shock was delivered, which led to a recommendation for the device hardware to be investigated. The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 18th august 2015. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully on the 28th december 2015 and performed to specification up to and including the 17th december 2017. The device was used during an sca on the 18th december 2017. Heartsine were contacted and provided with details of the sca as part of post market data. The initial review was conducted under (B)(4). A successful 150j shock was delivered during the event. A spike of unknown origin was visible in the ECG trace, shortly after the shock was delivered, which led to a recommendation for the device hardware to be investigated in the absence of the patient, and no fault found with the device, the ECG/icg spike during the event may have been due to external interference i.e. Movement of the electrode pads, touching of the patient, electromagnetic interference or use with a secondary AED. A scenario where a secondary AED was used, during the CPR phase, did replicate the spike seen on the ECG/icg trace of the reported sca. However, there is no further evidence to suggest a secondary AED was used. This device shall by retained by heartsine as per complaint handling procedure (B)(4).

Event description:
There was a patient involved however was not impacted by the event during post market surveillance it was observed that there was a break in memory recording. (Additional information): a spike of unknown origin was visible in the ECG trace, shortly after the shock was delivered, which led to a recommendation for the device hardware to be investigated

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was a patient involved however was not impacted by the event during post market surveillance it was observed that there was a break in memory recording.